Event description:
The hospital reported that due to interface issues with the reported device, an ECG diagnosis of ischemia by the attending cardiologist was partially excluded and not visible when transmitted and read by the primary care physician. The primary care physician discharged the patient home based on the incomplete ECG's textual description. There was a serious injury reported although the customer would not confirm the final outcome of the patient. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Patient data not currently available.